Manufacturer narrative:
Omit: g0600101 - alarm, audible, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported incident of the incident pump module reverting to a kvo rate of 1 ml/hr when the infusion was completed was confirmed through review of the facility¿s data set; however, it was not replicated during device testing since the devices were not received for this investigation. Analysis of the logs could not be performed since the device logs were not provided by the facility; however, review of the data set configuration for the previous data set ¿va october 2025¿ (local v9.33 va indy drug library), shows that the kvo rate adjust was configured at 1 ml/hr for every profile with the exception of the ¿epidural¿ profile, which was configured at a kvo rate of 10 ml/h. Review of the most recent data set ¿va january 2026¿ (local v9.33 va indy drug library provided for data set sign-off to be loaded onto the new v12 bd alaris devices), shows that the kvo adjust rate setting was also not updated to the intended kvo of 20 ml/hr for any of the data set profiles. The devices were not returned for investigation; therefore, no external inspection could be performed. According to the bd alaris user manual (v9.33), the kvo rate adjust is used to select kvo (keep vein open) rate (0.1 to 20 ml/h allowed), which is rate of fluid flow after an "infusion complete" occurs. Kvo rate never exceeds infusion rate. When the programmed volume to be infused (vtbi) reaches zero, if the infusion is running faster than the kvo rate, the rate of the infusion will decrease to the kvo rate that is set up in the configurations for the profile in which the pump module is being used. If the rate of the infusion was less than the kvo rate, then the rate would not change or revert to the kvo rate. The devices were reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported issue of the incident pump module reverting to kvo (1 ml/hr) when the infusion was completed is being attributed to the keep vein open (kvo) rate adjust setting in the data set not being configured at the intended kvo rate of 20 ml/hr. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint in the intensive care unit (ICU) nurses began noticing that pumps have been reverting back to kvo (1 ml/hour) when their infusion is complete. "For example, a nurse sets up a norepinephrine infusion with a volume to be infused at 200 ml. Once the pump has infused the 200 ml, the pump will flip to kvo and change the rate to our set kvo rate of 1 ml/hr. Patients receiving vasopressors have had acute changes in their blood pressures". There was no information on patient outcome. Although requested, the customer declined to provide additional information.

Event description:
It was reported that there was a general complaint in the intensive care unit (ICU) nurses began noticing that pumps have been reverting back to kvo (1 ml/hour) when their infusion is complete. "For example, a nurse sets up a norepinephrine infusion with a volume to be infused at 200 ml. Once the pump has infused the 200 ml, the pump will flip to kvo and change the rate to our set kvo rate of 1 ml/hr. Patients receiving vasopressors have had acute changes in their blood pressures". There was no information on patient outcome. Although requested, the customer declined to provide additional information.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.